Manufacturer narrative:
Insulin pump passed the rewind, idle current, run current, self-test, off no power, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump was stuck in motor error alarm loop and motor position encoder error alarm noted in alarm history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test, occlusion test, and excessive no delivery test due to motor error alarm. No unexpected battery out limit alarm, weak battery alarm, or device software error alarm noted. Insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice, battery out limit twice, and weak battery. Customer was able to rewind the insulin pump. Customer's blood glucose level was 365 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.